Event description:
It was reported that a patient presented to the emergency room reporting symptoms. Upon examination, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise and inappropriate automatic mode switch, causing a lack of atrioventricular synchrony and thus the patient's symptoms. Corrective programming changes were made. The patient was stable throughout the intervention process and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.